Manufacturer narrative:
The customer was provided replacement foam tips, and product returns have been requested. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions regarding using larger size foam tips for insertion into the ear canal. Natus is investigating this issue through corrective actions at this time.

Event description:
The customer reported to natus medical that the foam tips of the adult foam ear tips are separating from the inner plastic tubing. There has been no report of patient death, injury or delay in patient treatment. No environmental or safety concerns have also been reported.